Event description:
It was reported that shaft break occurred. While preparing a 2.50mm x 12mm emerge balloon catheter for predilatation, it was noted that the shaft of this device separated outside the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter with an emerge shelf box. The batch number on the returned packaging and device matched the reported batch. The balloon was loosely folded. There was blood in the wire lumen. There was a stopcock attached to the hub. The hypotube was completely separated 85.5cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There were multiple hypotube kinks. The shaft was damaged at the proximal end of the guidewire exit notch. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. While preparing a 2.50mm x 12mm emerge¿ balloon catheter for predilatation, it was noted that the shaft of this device separated outside the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.